Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, on the stomach stapling, the surgeon was not able to press the green button, could not squeezed the handle and the device did not fire. The load stopped as if it had already been fired. The load was changed to complete the case. There was no patient injury.